Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead has been demonstrating a gradual increase in pacing impedance since implant (755 ohms at implant, values noted since then: 902, 1646 and 1930 ohms). It was reported that the pacing thresholds are stable at 1.6v and that the r wave amplitude has always been somewhat low.